Event description:
It was reported that the insulin pump was submerged in water. Troubleshooting was performed, and water underneath the display was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.